Event description:
Customer reported the panorama central station's display had a black screen, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
A loaner was provided to the customer, while the display is being returned to the factory for evaluation and repair.